Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated after multiple attempts. The device remains in service. No additional adverse patient effects were reported.